Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, mpo italy received official notification sent by the hospital to the ministry of health, with mpo italy copied, on may 18, 2026. We received 1 form per device. The report states that the hcp became aware of the event on july 17, 2025. From the shell form: the patient presented with pain and functional impairment of the left lower limb. The patient underwent pelvic x-rays, which showed loosening of the previously implanted acetabular cup. Revision surgery was performed with replacement of the acetabular component following left tha. Italy 19/2026.